Event description:
During troubleshooting a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was a large amount of air in the patient line. The hp stated that he did not check that patient line to verify that prime had completed prior to connecting. The technical service representative (tsr) assisted with end of therapy early procedure. The tsr advised hp to always check the patient line to make sure the patient line was completely primed with dialysate. During a follow up with the nurse regarding the air in line, it was revealed that the hp had informed her of this issue, and she had re-trained him. Per nurse, the hp did not have any injury or harm as a result of this incident. The nurse stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Batch review was not performed since lot number is not available. Per the complaint information, the patient did not check the patient line to verify that prime had completed prior to connecting which caused air to get into the set up. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for ldva is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The issue was resolved over the phone. This was an incident involving a user error during therapy and there was no allegation against the baxter product; therefore the sample will not be requested for evaluation and a batch review will not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.